Manufacturer narrative:
Complaint conclusion: as reported, the patient had a large hematoma post deployment of a 6f/7f mynxgrip vascular closure device (vcd) pressure was applied for 20 minutes to obtain hemostasis. The complaint device will not be returned for evaluation. One photo was provided for analysis. In the photo, two boxes of a mynxgrip product from lots f2417803 and f2413601 and catalogue mx6721 were observed. One box was closed (sealed) and the other was open. No other anomalies nor outstanding details were observed on the photos. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynxgrip instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Also, as the picture received did not display the complaint device, no issues could be determined during picture analysis. Based on the limited information available for review, it is not possible to draw a clinical conclusion between the device and event, especially since it was not specified when the hematoma occurred after deployment. However, patient and/or procedural factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynxgrip IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review and picture analysis, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had a large hematoma post deployment of a 6/7f unknown mynx grip vascular closure device (vcd) pressure was applied for 20 minutes to obtain hemostasis. The device will be returned for evaluation.